Event description:
Info received that the head section would not go up. No injury reported.

Manufacturer narrative:
Tech found that the head section would not go up. Replaced the head up valve to resolve this issue. Bed located in basement.